Manufacturer narrative:
Additional information: initial's reporter full name medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: device lot details. Correction: annex a codes. The patient presented with inferior stemi. The patient was externally paced in the hospital. The patient was unstable with continuous runs of ventricular tachycardias (vts). The indeflator was filled with nacl. The patient is alive with no further injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: an attempt was made to use one nc euphora coronary balloon catheter to treat a lesion located in the proximal occluded (100% stenosis) right coronary artery (rca). The patient presented inferior stem with total av block and cardiogenic shock. Saturation low and low blood pressure. The procedure was via the right femoral artery. First external pacemaker wire was inserted via the right femoral artery and then a coronary angiogram was performed. Following balloon inflation the balloon withdrawal failed. The guide catheter was pulled in and the proximal stent was deformed. An attempt was made to puncture the balloon with a stiff wire, but this was not successful. The indeflator was filled with nac and inflation/deflation was attempted several times. As the proximal stent was deformed the balloon was unable to be removed and when pulling the balloon out the balloon broke off from the shaft. It was possible to get the wire partly outside the stent distally. Extensive pre-dilation was performed prior to jailing the balloon with a covered stent. Good angiographic results were noted at the end of the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for analysis. Kinks were evident to the hypo-tube. The delivery system was received for analysis with a deta chment to the distal shaft. The detached section did not return for analysis. Stretching was evident to the exposed inner member with a detachment evident to the distal inner member. The material was jagged and stretched material at the distal shaft detachment site. Deformation was evident to the inner member detachment site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one nc euphora coronary balloon catheter to treat a lesion located in the proximal right coronary artery (rca). Negative prep was performed with issues. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. It was reported that balloon deflation difficulties were encountered and the device would not deflate at the lesion site. It was stated that after two stents (3.0 x 48 and 3.0 x 24) were placed in the rca an attempt to was made to use the nc euphora for post-dilation. After the first post-dilation the balloon no longer deflated. The inflated balloon was in the rca for 45 minutes. After some time the balloon was able to be deflated a bit however, when pulling the balloon out the balloon broke off from the shaft. A resuscitation team was on standby. The balloon was jailed with a covered stent and the patient went to coronary care unit (ccu). The patient is alive with injury.